Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the ventricular device set screw was not able to be screwed down and kept rotating. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a missing set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.